Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Pre-procedure tee imaging demonstrated a trace-to-small pe located posteriorly and behind the laa. Venous access and transseptal puncture (tsp) were completed using the versacross connect system, and a 6f pigtail catheter and the watchman trusteer access system (was) were used to access and image the laa. A 24mm watchman flx pro closure device and delivery system was subsequently inserted, deployed and implanted without procedural complications. Approximately two and a half hours after the procedure, while the patient was in recovery, the patient developed hypotension. Repeat imaging demonstrated a new or increased pe. The patient was returned to the electrophysiology lab, where a pericardiocentesis was performed, and 250cc of fluid was aspirated, resulting in improvement in blood pressure. A pericardial drain was placed, and an additional 100cc drained overnight. The patient remained hemodynamically stable following intervention and is expected to fully recover. It was further reported the patient was discharged. It was further reported the patient additionally experienced cardiac tamponade during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Pre-procedure tee imaging demonstrated a trace-to-small pe located posteriorly and behind the laa. Venous access and transseptal puncture (tsp) were completed using the versacross connect system, and a 6f pigtail catheter and the watchman trusteer access system (was) were used to access and image the laa. A 24mm watchman flx pro closure device and delivery system was subsequently inserted, deployed and implanted without procedural complications. Approximately two and a half hours after the procedure, while the patient was in recovery, the patient developed hypotension. Repeat imaging demonstrated a new or increased pe. The patient was returned to the electrophysiology lab, where a pericardiocentesis was performed, and 250cc of fluid was aspirated, resulting in improvement in blood pressure. A pericardial drain was placed, and an additional 100cc drained overnight. The patient remained hemodynamically stable following intervention and is expected to fully recover.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) and fluoroscopy imaging. Pre-procedure tee imaging demonstrated a trace-to-small pe located posteriorly and behind the laa. Venous access and transseptal puncture (tsp) were completed using the versacross connect system, and a 6f pigtail catheter and the watchman trusteer access system (was) were used to access and image the laa. A 24mm watchman flx pro closure device and delivery system was subsequently inserted, deployed and implanted without procedural complications. Approximately two and a half hours after the procedure, while the patient was in recovery, the patient developed hypotension. Repeat imaging demonstrated a new or increased pe. The patient was returned to the electrophysiology lab, where a pericardiocentesis was performed, and 250cc of fluid was aspirated, resulting in improvement in blood pressure. A pericardial drain was placed, and an additional 100cc drained overnight. The patient remained hemodynamically stable following intervention and is expected to fully recover. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added.